Manufacturer narrative:
(B)(4). Batch # t5e13u. Investigation summary: the analysis found that one pcee45a device was returned with no apparent damage and with one ecr45d cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What color cartridge was used? Does the surgeon routinely wait 15 seconds prior to firing? Please provide information on specific tissue bundle and anatomical location. Was there any tissue movement during firing? Were any staples visible in surgical field? If staples were visible, were they on one side or both sides of cut line? Did device cut the full 45mm? Are surgical photos or video available?

Event description:
It was reported that during a vats lobectomy procedure, the surgeon believes that the staples did not fire and just cut. The surgeon had to convert from a vats to an open procedure. As a result of this the recovery time of the patient was a lot longer. The reason why the surgeon had to convert is because he believes the stapler did not deploy the staples over a tissue bundle which contained a vascular structure. Converting to an open procedure allowed him better control of the bleeding vessel. Fortunately, no blood transfusions were needed but the length of surgery increased. Patient has made a full recovery.

Manufacturer narrative:
Product complaint #(B)(4). Date sent: 2/20/2020 additional information was requested, and the following was obtained: what color cartridge was used? Gold (ecr54d) does the surgeon routinely wait 15 seconds prior to firing? Yes please provide information on specific tissue bundle and anatomical location. Cannot give name of the exact bundle of tissue used. Both lung tissue and an artery was contained within the bundle of tissue was there any tissue movement during firing? No were any staples visible in surgical field? Yes- also upon inspection of the stapler it could be seen that all the drivers had been pushed up and there were a number of fully formed staples at the distal end of the cartridge. If staples were visible, were they on one side or both sides of cut line? Staple line was not visible after firing as the vessel retracted did device cut the full 45mm? It appeared so. Are surgical photos or video available? No.